Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted because the patient went into retention. A new 4.5cm cuff was implanted. Additional information received states the patient's retention began around (B)(6) 2019. There were no other patient symptoms or complications. Following the surgery the patient was out of retention and was recovering from the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.